Event description:
The customer reported that during a laparoscopic radical cystectomy, the instrument was applied to tissue and the jaws could not be re-opened. The plastic insulation became torn and slipped over the instrument jaws. There was no reported patient injury as a result.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report : 02/10/2015. Date of follow-up report : 03/02/2015. Visual inspection found the clear insulation was damaged. Sample failed hipot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. In addition, the jaws were not jammed shut. The jaws opened and closed normally when the handle was activated.